Event description:
It was confirmed during volumetric accuracy test of a returned admin set that it did not perform within the delivery accuracy rate under nominal conditions and over infusion was observed. Therefore, if this over infusion reoccurs during infusion it will potentially impact the patient health.

Manufacturer narrative:
One used device was returned for investigation. The device was visually inspected, and no anomalies were noted upon visual inspection. The device history review was performed and no discrepancies noted relevant to the indicated failure mode. Volumetric accuracy test had been performed, and admin set did not perform within the delivery accuracy rate stated under nominal conditions. The complaint of over infusion can be confirmed. The probable cause of the reported issue was unknown.